Manufacturer narrative:
Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Media review: the device was not returned for analysis; therefore, a technical analysis could not be performed. Media provided by the customer was inspected and showed an opened synergy shield packaging box with the device positioned within the protective hoop. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. The photo provided is insufficient to clearly verify or confirm the reported event. The complaint device was not returned for analysis therefore reported allegation could not be confirmed. Dissection is listed within the instructions for use (IFU) as potential risk associated with the procedure and use of the synergy shield device. The reported clinical event is anticipated per the IFU.

Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the mildly calcified left anterior descending artery. Following pre-dilation of a semi-compliant balloon catheter, a 3.50 x 28mm synergy shield drug-eluting stent was deployed at 16 atmospheres. However, a proximal stent edge dissection was observed. The dissection was subsequently covered with another device, and the procedure was completed. No further patient complications were reported, and the patient remained stable post-procedure. It was further reported that the lesion was pre-dilated with a 2.50 x 15mm semi-compliant balloon, and the stent was fully deployed at 14 atmospheres. The dissection was further described as flow-limiting. A 4.00 x x15mm balloon was used to post dilate the stent.

Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the mildly calcified left anterior descending artery. Following pre-dilation of a semi-compliant balloon catheter, a 3.50 x 28mm synergy shield drug-eluting stent was deployed at 16 atmospheres. However, a proximal stent edge dissection was observed. The dissection was subsequently covered with another device, and the procedure was completed. No further patient complications were reported, and the patient remained stable post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.